Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose. Customer's low blood glucose was 33 mg/dl and the blood glucose was 176 mg/dl at the time of incident. Customer also have some relevant blood glucose values 150 mg/dl, 186 mg/dl, 107 mg/dl, 157 mg/dl, 144 mg/dl, 114 mg/dl, 187 mg/dl, 169 mg/dl, 187 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer was treated with the insulin pump for the high blood glucose. Customer wishes to continue pump troubleshooting. The device will be returned for analysis.